Manufacturer narrative:
(B)(4). Additional information was received that the s-ICD had reached the elective replacement indicator (eri). The s-ICD was explanted and successfully replaced. No adverse patient effects were reported as a result of the surgical procedure. The hospital discarded the s-ICD so it will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to the oversensing of noise. Analysis of the episodes determined that the source of the noise was electromagnetic interference (emi). The rate zones were reprogrammed. No adverse patient effects were reported. Several years later, the patient received another inappropriate shock due to supraventricular tachycardia (svt) at a rate above the programmed shock zone. After the shock, the svt slowed to 140-150 bpm. Boston scientific technical services (ts) was contacted and provided further troubleshooting. No adverse patient effects were reported. Over a year later, information was received that the patient was swimming when they received a shock. A review of the electrograms noted that there was 50 hertz noise from electromagnetic interference (emi) that was oversensed and resulted in the delivery of an inappropriate shock. Ts was contacted and provided additional troubleshooting. No adverse patient effects were reported.